Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she has noticed difficulty reading fine details, sewing and driving at night due to halos. The consumer reported her vision was not any better than before her cataract surgery. Additional information has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in this lot number. Attempts have been made to obtain additional information by phone, fax and mail. A completed questionnaire was not received. (B)(4).